Event description:
At the end of march, rptr missed a refill because the pump had only been filled with 20 ml of a clonidine and lioresal compound- the pump was dry for about 3-4 days. The pt reported experiencing increased stiffness for 3 weeks. The pump was recently filled, and there was a volume discrepancy; "they were expecting a few drops but instead they took out 3/4ths of the drug." The pt stated the hcp refilled the pump with new baclofen and clonidine and "reset his pump", but the pt was still experiencing increase spasticity and pain the next day. The pt was taking oral baclofen and was scheduled for a dye study. It was noted that the pump did help when it was working. The caller states dissatisfaction with their hcp service. A different hcp did not fill the pump properly either- he missed the refill port several times and miscalculated several refill sessions. Caller was informed the baclofen and clonidine did not get delivered and that all the medication was left inside the pump.

Manufacturer narrative:
(B)(4)